Manufacturer narrative:
(B)(4). Date sent: 10/30/2020. H2: additional information received: "there are no patient consequences." In addition, one photo was received for review. Upon visual inspection of photo, the following was observed: the photo shows a device inside of its opened package. However, no anomalies could be observed. Based on the photo alone, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2020. D4: batch # u93z8f. H6: component code: mechanical (g04). Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components during the analysis, the device was cycled and eleven conforming clips were fed and formed; in addition, the instrument locked out as expected. However, with each firing, the trigger has to be slightly pushed for it to be returned to home position. In order to evaluate the internal components of the device, the instrument was disassembled. Upon disassembling of the device, the closure link roller was found to be damaged, causing the anti-backup failure. No conclusion could be reached regarding what caused the closure link roller to become damaged. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. Attempts are being made to obtain the following information and the device. To date, no response has been provided and no device received. If the device or further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, doctor used el5ml to clip vessel for the first clip. He found that the jaw could not be opened so he had to force to pull the jaw out of vessel. He tried to fire for 2-3 clips and still could not open the jaw every time to fire. Scrub nurse had to change el5ml to new one and could use normally after changing. There was a delay to procedure of 10 minutes to change to new device. Procedure was successfully completed. Patient consequence was not reported.